Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, on the second articulated fire of the device w/ green reload with seam guard, all staples formed on the left side (patient) of the cut line, but the staples on the right side (specimen) did not fully form. The outermost row on the far right side formed as usual, but the two inner rows closest to the cut line didn't. The yellow sled was explained to still be partially in the proximal position. It was noticed that there was some green reload material in the distal crotch of the staple line. It was reported that the stomach of the male patient was thick and the surgeon waited approximately thirty seconds before firing, but there was no audible "slow down" of the motor indicating thick tissue. A second stapler and green reload were used to complete the case without incident. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one device was returned in good visual condition and with an cartridge loaded in the device. Additionally, the reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired 1/4. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.